Manufacturer narrative:
Results - a cartridge lot number search was performed for similar complaints within the search and there were three similar complaints. A injector lot number search; there were no similar complaints.

Event description:
It was reported that the surgeon was using a eyeonics crystalens with a msi-pf injector and ftp and the foam tip plunger overrode the lens and damaged the lens upon insertion. The surgeon enlarged the incision to remove the lens and put in a second crystalens and sutured the incision. Patient lost lines of bcva compared to preop bcva due to patient was still dilated and will recheck in 1 week. Patient had slight corneal edema so vision is still hazy and dilated. Will attempt to remove stitch in 1 week.